Manufacturer narrative:
The investigation of the reported malfunction was not confirmed; no defect or malfunction was found. The device was returned to service.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot unexpectedly dropped.  There was patient involvement but no reported adverse consequences.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot unexpectedly dropped.  There was patient involvement but no reported adverse consequences.